Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ins (B)(4) was received, however analysis has not yet begun. A follow up report will be submitted following the completion of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead and ins were explanted and returned for analysis. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an infection around the area of where the implantable neurostimulator (ins) was located. The patient was given antibiotics, ointments and treatments, but the infection did not improve. There were no contributing factors identified that might have led to the issue; only normal use. Images were taken at the healthcare professional (hcp)¿s office but the issue was not resolved at the end of the report. There were no reports of device issues or allegations. An ins explant was scheduled for november 14, 2018. There were no further complications reported or anticipated.